Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On the same day as onset, the patient was admitted to the hospital. The treatment for and the outcome of the peritonitis were not reported. It was reported that due to the severity of the peritonitis case, the patient¿s pd catheter ¿may be removed¿. On an unreported future date, the patient will receive retraining in proper aseptic technique because ¿the patient is known to be non-compliant¿. No further detail was provided regarding whether pd therapy was ongoing. No additional information is available.